Manufacturer narrative:
Concomitant medical products: product ID: 419488 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached battery depletion prematurely. The device was explanted and replaced. It was also noted there was high threshold on the right ventricular (rv) lead. The new device was reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.